Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the cage of l4/5 deviated laterally. Patient underwent revision surgery for replacing the implant. The backed out cage was removed from the anterior side, and a cage of an increased size was newly inserted.